Manufacturer narrative:
Other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was additionally noted the patient had 3 fusions. It was reported the patient had a loss of therapy. The patient was in the hospital on (B)(6) 2016 due to pain that the stimulator was supposed to help, and they had a CT scan the next day to determine what was causing the pain. The patient reported that since the end of (B)(6) 2016 they started to have pain and pain started to get "really bad." The patient had to go to the ER on (B)(6) 2019 due to pain and had to increase stimulation and it still didn't help them. The patient also got pain medication. It was noted that the patient had their implant checked after labor day by a manufacturer and 2 electrodes were not working. Follow-up with the manufacturer's representative determined that on (B)(6) 2016 electrodes 5 and 7 had high impedances, greater than 10,000 ohms. It was unknown when a problem with impedances started. The patient's health care provider (hcp) wanted to do an MRI, but after the patient had consulted with a manufacturer's representative it was determined that the patient could not have an MRI. The patient may get a myelogram due to not getting an MRI. It was noted the patient's trial was 90% effective. No trauma or falls were reported that could be related to the event. Information received from the manufacturer's representative reported that they were notified of the patient's overall increased pain, not just in their back, on (B)(6) 2016. The surgeon had reported that their exam was normal. No interventions were taken to resolve the event. A cause of the event was reported as the patient having unrealistic expectations and that they had decreased pain from baseline. It was unclear to what extent the patient had a decrease in therapy compared to increase in pain levels leading to the patient going into the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.